Manufacturer narrative:
(B)(4). Approximate age of device - 72 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had well-controlled hiv with a last cd4 count of 769 cells/mm^3, stage ia lung cancer, chronic renal insufficiency, and ischemic cardiomyopathy. On (B)(6) 2016 the patient presented with a wound culture that was (B)(6). The site of infection was noted as the pump pocket, and the patient was treated with oral vancomycin. Approximately 3 days later, the patient presented with fever, confusion, and hypotension secondary to sternal wound infection positive for corynebacterium. On (B)(6) 2016, after approximately 6 weeks of IV antibiotic therapy complicated by (B)(6) sternal wound infection involving prosthetic material, chronically open wounds including exposed lvad outflow tract and sternal osteomyelitis. The patient was not a candidate for surgical therapies for the wounds and infection. The patient expired on (B)(6) 2016.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported chronic infection and patient outcome could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.